Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR shows no abnormalities related to the reported failure. Failure analysis & root cause - complaint confirmed via inspection of the unit. The unit had stiffness in the index knob, heavy rollover, and slight rotational movement. Unit was disassembled, cleaned, and had worn components replaced with new parts. General maintenance and cleaning required at this time. All worn components were replaced with new parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking knob on a mayfield modified skull clamp (a1059) is stuck and is difficult to lock and unlock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.